Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was underweight, brown particles, and an opening on posterior. A visual and microscopic analysis was performed which identified opening sharp, broken sharp, missing shell (0-25%), crease fold and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening and sharp broken on posterior due to an unidentified (tear) opening. Missing shell is inconclusive.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.